Event description:
It was reported that the left ventricular lead had loss of capture and was noted due to lead dislodgement. Left ventricular lead not responsible for primary support.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.